Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon deflation issue occurred. Vascular access was obtained via the left common femoral artery. The 100% stenosed calcified target lesion was located in the moderately tortuous left external iliac artery (eia). The target lesion was pre dilated with a 4-10 synergy balloon catheter. A 10x80 and a 10x60 non bsc stent were deployed at the target lesion. The physician tried to use a 6-2/5.3/75 synergy balloon catheter to post dilate the stents, but "could not remove the air from the balloon properly." The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the target lesion was denovo. During preparation the physician attempted to purge the balloon; however, this was unsuccessful. The physician could not remove the air at all. No attempt was made to inflate the balloon. The device was not used on the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was denovo. During preparation the physician attempted to purge the balloon; however, this was unsuccessful. The physician could not remove the air at all. No attempt was made to inflate the balloon. The device was not used on the patient.

Manufacturer narrative:
Examination of the returned device revealed initial examination of the returned device noted the balloon material was folded and correctly wrapped around the body of the shaft. A tactile examination of the shaft of the device found no anomalies. An attempt to inflate the balloon material failed, a leak was noted coming from the guide wire hub of the device. The hub of the device was removed from the shaft and sent for x-ray microtomography. The x-ray showed a crack between the inflation and guide wire lumens causing the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined, the analysis of all available information fails to indicate a root cause or probable root cause.

Manufacturer narrative:
(B)(4).